Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired. Per the vad coordinator; patient had severe right ventricular failure prior to vad implant, and it progressively got worse. He also had chronic gastrointestinal bleed with too many arteriovenous malformations (avms) to control by endoscopy. He was on no aspirin or coumadin for several months prior to his death. Patient was getting octreotide intramuscular (im) monthly injections, with blood transfusions about 2-3 times per month. No further information was reported.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Section a2: corrected information. Section g3: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's expiration cannot be conclusively determined through this investigation. The account communicated that the patient¿s expiration was not considered to be device-related and the vad was operating as intended. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The heartmate 3 lvas instructions for use lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, this document states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.